Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd nexiva¿ closed peripheral IV catheter system leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: event date: '(B)(6) 2023 samples available?: yes- has the product at the above address- please provide shipping label. Description of event: rn inserted IV using ultrasound and catheter was leaking blood at the air valve closest to the catheter/skin.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 05-may-2023. H6: investigation summary our quality engineer inspected the sample submitted for evaluation. Bd received one used 18g x 1.25in. Nexiva unit from lot number 2325436. A gross visual inspection of the returned unit found that blood was present between the grey canister and the wall of the catheter adapter which is indicative of leakage. Microscopic inspection found that the septum was seated properly, but no other damage could be identified. The unit was dissected for further inspection and damage was found on the canister. The damage allowed a gap to be present between the canister and adapter wall allowing fluid to pass through. The reported issue was confirmed. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to a misalignment or damaged tooling/grippers. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported while using bd nexiva¿ closed peripheral IV catheter system leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: event date: 4/17/2023 samples available?: yes- has the product at the above address- please provide shipping label. Description of event: rn inserted IV using ultrasound and catheter was leaking blood at the air valve closest to the catheter/skin.